Event description:
The dentist reported that the implant was placed at tooth location #5; 2 months later, the implant had unscrewed partially and was removed. It had not integrated.

Manufacturer narrative:
The investigation of the returned device has not yet been concluded. An update with the investigation results will be provided once the investigation is complete.